Event description:
The customer reported to olympus that during reprocessing of the evis exera iii colonovideoscope the staff could not get the brush through the scope. There was no patient harm associated with the event. The device was returned and evaluated, and there was foreign material in the channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the foreign material in the channel, the additional evaluation findings are as follows: the ethylene oxide label needed replaced, there were dents and scratches on the plastic distal end cover, there were excessive black dots image-evis, the angulation was low, the control knob had movement-play, there were excessive dents and scratches on the distal end plastic cover, the objective lens had peeling glue, the light guide lens was cracked x2 and had peeling glue, the bending section cover had glue cracked on both sides, there were scratches not catching cotton (do not repair/cut on boot), the suction flow had no flow, and the light guide tube had a small buckle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A dispatch request for an olympus endoscopy support specialist (ess) was initiated for in-servicing at the facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: -operation manual chapter 3 preparation and inspection shows how to detect the event. -reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.